Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was recommended swapping lcd panels. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the event occurred.